Event description:
It was reported that the patient's device was found to have high impedance, and as a result, the patient was not feeling stimulation. The patient underwent vns lead revision surgery, and the lead was discarded after surgery. No further relevant information has been received to date.